Manufacturer narrative:
Device not returned.

Event description:
It was reported to philips that the device displayed an error in the ECG leads during testing. There was no patient involvement. Following the initial call, additional information was not provided and there has been no further documented action by the customer. It is unknown if the device was evaluated or repaired as no further information was made available as both the remote and onsite work orders were cancelled. Philips is unable to rule out that a malfunction did not occur. As additional information is unavailable, a definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No additional investigation is required at this time.